Event description:
The customer reported that their coulter coulter lh 750 and lh 780 hematology analyzer station generated discrepant differential results for two patient samples. Review of data showed: discrepant differential results for one sample (patient 1) with no instrument flagging; slight variations between manual and automated results, which gave instrument generated immature neutrophils (ne1) flag for the differential parameters. (Patient 2). Raw data analysis found that the algorithm set immature band (ne1) flags for patient 2 at all flagging sensitivity levels. For patient 1, both immature band (ne1) and immature cell (ne2) flags were set at the highest sensitivity level. The flagging rules were not sensitive enough to set flags for the samples at the default setting. This MDR addressed the event which occurred on coulter coulter lh 780 hematology analyzer station. Coulter coulter lh 750 hematology analyzer station will be covered under MDR 1061932-2012-01491. System information: the instrument is currently performing within qc specifications with respect to controls (accuracy and precision). Previously-run patient samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before and after the incident. Flagging preferences setting on instrument was not provided on the printout. Raw data analysis found that the neutrophil populations show elongated patterns on the histograms.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and did not note anything out of the ordinary. The root cause of the event is unknown. However, the instrument provided messages to alert the operator to review the results for patient 2. For patient 1, the flagging settings were not sensitive enough to display flags.